Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a history anomaly on the insulin pump. Customer's blood glucose level was 2.3 mmol/l. Customer's mother stated that when she pressed the button, it went to 0.0 and went blank. Customer's mother stated that she had this situation with the educator and the pump was not recording every entry. Caller stated that there were a few entries without boluses that were recorded. Caller was advised that the pump does not record blood glucose without boluses. Caller was explained how to use the capture option to capture meter blood glucose readings when no boluses are taken.